Event description:
This device was implanted on (B)(6) 2012 and was explanted on (B)(6) 2016 due to an unknown product performance issue. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).